Manufacturer narrative:
A ge service representative performed an onsite investigation. The systems interface pcb was evaluated and identified as requiring replacement. Due to the nature of this component, a system upgrade was required. Multiple system components were replaced and the system was upgraded to version 30 software. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error and failed to boot. No patient serious injury or death was reported related to this event.